Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer¿s blood glucose level. Initially, the caller was instructed to remove the cartridge and deliver a bolus, which was completed successfully. However, the original cartridge could not be reloaded successfully. Technical support assisted the caller in loading a new cartridge using proper techniques, enabling the caller to resume insulin therapy effectively, resolving the issue.